Event description:
It was reported to philips that the device gave an alert indicating the x-ray system was starting up, preventing booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the x-ray system was starting up, preventing booting. Upon further inspection, philips field service engineer (fse) visited onsite and reviewed the log and confirmed a software error related to the drive system. Fse reinstalled the control system pc's software. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.